Manufacturer narrative:
Retainer ring = black customer returned pump for alleged cosmetic damage located at the reservoir tube, under delivery anomaly, and exposure to moisture found on (B)(6) 2021. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Successfully downloaded pump history files and traces using thus. No unexpected alarms found in pump downloaded history. Pump was cut open for visual inspection and found moisture damage on the pcba 1. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. Cosmetic damage at reservoir tube was not confirmed, however, other cosmetic damage was noted. Moisture damage was found on the pcba 1. Pump passed all function testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose. The blood glucose level was 26.6 mmol/l at the time of incidence customer¿s current blood glucose was 26.6 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated reservoir had a leak. Customer allege insulin pump was under delivering. Customer stated that the high blood glucose was treated with the manual injection. Customer did not experienced any feature due to high blood glucose. The auto mode was active that time. The insulin pump will not be returned for analysis.